Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, stat, discontinued on the same day), and amikacin injection (100mg, intraperitoneal, stat, discontinued on the same day) for peritonitis. A day after the event diagnosis, the patient was treated with amikacin injection (50mg, intraperitoneal, stat, ongoing) and imipenem injection (500mg, intraperitoneal, once daily for 2 days) for peritonitis. Three days after the event diagnosis, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and was retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment with vancomycin and amikacin was discontinued and the patient has recovered from peritonitis (20 days after the peritonitis diagnosis). Should additional relevant information become available, a supplemental report will be submitted.